Manufacturer narrative:
Medical safety/clinical reviewed the event. A 64-year-old male with a significant past medical history of hypertension, former tobacco use, and gastroesophageal reflux disease (gerd) experienced cardiac arrest at home and was subsequently admitted to a cardiac catheterization laboratory. Coronary angiography demonstrated multivessel coronary artery disease. Cardiothoracic surgery was consulted, and the patient was transferred to another facility for further evaluation. During hospitalization, the patient developed increased work of breathing and required reintubation, and was then transferred to a tertiary care facility for placement of an impella cp for mechanical circulatory support. At the time of implantation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The impella cp was inserted without reported difficulty. Two perclose devices were deployed prior to impella sheath insertion for vascular closure preparation. The patient was transferred to the intensive care unit (ICU) post-procedure. Following placement of a foley catheter, urine was noted to be dark with visible blood clots. Foley irrigation yielded large clots described as appearing consistent with old blood per the nursing staff. Labs were obtained and did not demonstrate evidence of hemolysis. Two days after initiation of impella cp support, the patient underwent aggressive deep suctioning by respiratory therapy, after which the patient aspirated and experienced oxygen desaturation into the 70 percent range. Emergent bronchoscopy was performed. Mechanical ventilation settings were increased. The patient subsequently developed tachycardia and hypotension with elevated pulmonary artery pressures. Epoprostenol (veletri) and norepinephrine (levophed) were initiated for hemodynamic support. The patient was medically paralyzed. White blood cell count was 21.5. The patient had been febrile the prior night but was afebrile the next morning. The following day, mechanical circulatory support was escalated to an impella 5.5 for continued hemodynamic support. After approximately nine days on impella 5.5 support, the patient developed atrial fibrillation with rapid ventricular response and was treated with amiodarone. Despite impella support, the patient¿s condition remained a concern by the family. Two days later, the patient expired following withdrawal of care. Tachycardia, hypotension, and fever occurring during impella cp support are being reported as serious injury events. The impella 5.5 is being associated with the death as it was in place at the time of demise and the patient experienced atrial fibrillation with rapid ventricular response requiring antiarrhythmic therapy while on support. However, underlying condition contributed most to the demise outcome (including scai stage e cardiogenic shock and severe coronary artery disease). Note: investigation type/findings/conclusion remain unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported an impella cp was placed in a 64 year old male patient for cardiac arrest support. An impella was inserted with ease, was pre-closed x 2 prior to impella sheath insertion. Coronary arteries were rechecked using single access with companion sheath. No changes from previous left heart catheterization. The patient was transported to the intensive care unit. The patient foley has dark urine with some blood clots. Labs have been sent and no hemolysis was noted.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Tachycardia / thrombosis: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Hypotension/ fever: the cause of the injury was not determined due to insufficient clinical details. Device history review the pump sn: (B)(6) passed all post sterile inspection checks.